Event description:
Admedus received information from a foreign facility following enlargement of the cavo-atrial junctions conducted as part of the repair of papvc and os-asd (baffle from orifices of anomalous pulmonary veins draining into svc to surgically enlarged os-asd; on day 80 postoperatively a cardiac catheterisation was performed which confirmed superior vena cava obstruction. A balloon dilatation was performed with minimal effect. No additional intervention was performed.

Manufacturer narrative:
The device remains implanted and the relationship regarding the location of the obstruction and the cardiocel device is unknown, so this event is being conservatively reported. Admedus is in the process of following-up with the reporter for additional information. A follow up report will be submitted once additional information becomes available and is evaluated.